Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to the clinic complaining of dizziness. It was noted that the right ventricle lead exhibited loss of capture; intermittent capture was noted at maximum output of 4.5v. The lead was explanted and replaced.